Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up MDR will be submitted if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a leaking patient line which occurred on the home choice (hc) during use during fill 1 of 4. The caregiver (cg) was requesting to end therapy due to a leak in the patient line. The cg had already informed the patient's nurse about the leak. The technical service representative (tsr) assisted as requested. The cg was to start with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse on (B)(4) 2012. She stated that the patient had reported the leak to her, but that she did not know what had caused the leak. The patient had no reported if there was any damage on the cassette that would have caused the issue. She did not have any information regarding the lot number of the cassette or samples. The patient had started over with new supplies that night and successfully completed therapy. There were no adverse effects reported in relation to this event and therapy has been going well since.